Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the lead could not be fixed and kept dislodging. A helix issue was also noted. Another lead was successfully used, and the patient was stable post-procedure.

Manufacturer narrative:
Final analysis found a complete lead returned for analysis. All damage found was sustained during surgical procedure. The lead was otherwise normal.